Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server, unable to delete a duplicate patient profile. The customer reported that the malfunction occurred while the nurse trying to pull medication, resulted delay in dispensing procedure. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to delete a duplicate patient profile. A technical support specialist dialed into the server, checked the patient details, restarted the services, and the problem was solved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ es server, unable to delete a duplicate patient profile. The customer reported that the malfunction occurred while the nurse trying to pull medication, resulted delay in dispensing procedure. There were no adverse events or injuries reported based on this incident.